Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with mechanical damage to the scope¿s distal tip. The root cause of camera instrument: endoscope tip damage is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the endoscope had a small chip on the side of the distal tip of the endoscope. It was unknown if a fragment fell inside the patient. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was first observed in sterile processing. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.